Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced consistently high intraocular pressure (iop). A secondary valve was implanted during a secondary procedure. The patient also reports poor vision. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of intraocular pressure (iop) spike and poor vision; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause is use error due to the product instructions for use (IFU) not being properly followed. The safety and effectiveness of the micro-stent has not been established in patients with pigmentary glaucoma. (B)(4).